Manufacturer narrative:
Additional information: h4 device manufacture date was added. The device history record (DHR) was reviewed showing manufacturing and inspection of the product was performed as per applicable procedures and validated processes. A sample analysis could not be performed because no photo or sample was available for evaluation. The reported condition reported could not be confirmed. The affected component is produced by an external supplier. Due to similar cases presented in the past, actions will be documented through a corrective and preventative action (CAPA). A supplier corrective action was generated. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the balloon was leaking a short time after it had been installed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.